Event description:
This report is being filed as an adverse event solely to comply with FDA's blood loss policy. A therapy fluid inlet occlusion alarm occurred toward the end of a routine hemodialysis treatment which could not be resolved. Rinseback of the pt's blood was not performed due to the amount of time spent troubleshooting the alarm, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The exact cause of the reported alarm is not known, however, possible causes of this alarm would include an occlusion of the therapy fluid line or air in the balancing system. The user's guide provides adequate instructions for troubleshooting this alarm. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide add'l training regarding rinseback procedures. There have been no similar problems reported subsequent to this event. Co considers this report closed. No add'l info will be provided.